Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, an aortic eirc was received for a patient with an existing aortic valve. Additional information was received indicating this device was explanted due to paravalvular leak. This device was discarded at the facility. The current status of this patient is currently unknown.

Event description:
According to the initial report, an aortic eirc was received for a patient with an existing aortic valve. Additional information was received indicating this device was explanted due to paravalvular leak. This device was discarded at the facility. The current status of this patient is currently unknown.

Manufacturer narrative:
The manufacturing records for onxane-23 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. On (B)(6) 2023 an artivion employee was notified on an explant of an aortic mechanical valve. This complaint is regarding onxane ¿ 23 sn (B)(6) implanted on (B)(6) 2022 in a 50 year old male. On (B)(6) 2022 onxane 23 sn (B)(6) was implanted and on (B)(6) 2023 it was explanted and replaced with onxane 21 sn (B)(6) (516 days post implant). During communication with the hospital, we received the following information : that the patient is no longer in the hospital, so a current status is not available and according to a chart review the valve was replaced for a paravalvular leak. In addition, the valve is no longer available for return and no medical records or further information will be provided. The instructions for use for the on-x valve acknowledge paravalvular leak as a potential complication following prosthetic valve replacement, which may lead to reoperation as well as explantation [IFU]. Historically, major paravalvular leak occurs at a rate of 0.3% per patient-year for rigid heart substitutes [iso 5840-2:2021(e)]. With the information that a pvl [paravalvular leak] was identified by the hospital as the reason for explant and as the usual cause of pvl is related to surgical technique, we can conclude that there was no issue with the valve, and it did not contribute to the decision to explant. No further action necessary without further information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.